Event description:
A patient was able to bite through the above the cuff subglottic suction attachment tubing to the endotracheal tube (ett) disconnecting the suction tubing. The ett tube itself was not compromised, no injury to the patient. FDA safety report ID# (B)(4).